Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. . Attachment: medwatch report.

Event description:
User facility medwatch mw5155772 report received that states: "after successful deployment of a 20 mm sapien 3 ultra resilia valve, the patient had a dissection in the common femoral artery due to the perclose device. A 7mm stent was implanted. Afterwards, it was noted that the patient had an effusion due to the temporary pacer device, and a pericardiocentesis drain was placed. The patient is stable. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."